Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that the pendant passed functionality testing with no faults but failed visual testing as the laminate over soft keys is separating and lifting. Analysis found that the reported event was related to a physical damage issue.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(6). A medtronic representative went to site to test the equipment. Representative reported that the door sensor was adjusted and pendant was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect pendant has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the gantry door of the imaging system was closed but the pendant displayed door open message. During troubleshooting, representative confirmed that the hand switch button was held long. Re-opening and closing the door and rebooting the system did not resolve the issue. Site used another medtronic imaging system to complete the procedure. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.